Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 194 mg/dl and sensor glucose was 48 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 60 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.